Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient was at a clinic at another facility on 08dec2023 with cp, nausea, and left arm pain. The following data was provided: troponin initial result (unknown method) = 41 ng/ml (reference range: <0.027 ng/ml): an EKG was performed which generated results within normal limits. The patient was sent to virginia mason medical center (this customer): the following data was provided (customer provided reference range was <0.032 ng/ml): (B)(6) 2023 at 5:50 pm: sid (B)(6) = 40.93 ng/ml, repeat on alinity instrument = (troubleshooting purposes only, instrument still in validation) = 52 ng/ml .(B)(6) 2023 at 11:25 pm sid (B)(6) = 38.58 ng/ml. (B)(6) 2023 at 5:46 am sid (B)(6) = 36.534 ng/ml. On 10dec2023 an EKG was performed which generated results within normal limits. Isat poc was performed and generated negative results. The sample was sent out to another laboratory and generated a negative result of 0.03 ng/ml on beckman. (B)(6) 2023 sid (B)(6) = 36.534 ng/ml. (B)(6) 2023 sid (B)(6) = 38.12 ng/ml. Additionally, while hospitalized the patient had a cardiac MRI, cardiac catheterization, and transthoracic ultrasound completed which generated normal results. The liver enzymes were elevated, and a CT scan was performed which showed liver steatosis. There was no adverse impact to the patient due to the testing/scans that were performed. No additional impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient was at a clinic at another facility on (B)(6) 2023 with cp, nausea, and left arm pain. The following data was provided: troponin initial result (unknown method) = 41 ng/ml (reference range: <0.027 ng/ml): an EKG was performed which generated results within normal limits. The patient was sent to virginia mason medical center (this customer): the following data was provided (customer provided reference range was <0.032 ng/ml): (B)(6) 2023 at 5:50 pm: sid (B)(6) = 40.93 ng/ml, repeat on alinity instrument = (troubleshooting purposes only, instrument still in validation) = 52 ng/ml. (B)(6) 2023 at 11:25 pm sid (B)(6) = 38.58 ng/ml. (B)(6) 2023 at 5:46 am sid (B)(6) = 36.534 ng/ml. On (B)(6) 2023 an EKG was performed which generated results within normal limits. Istat poc was performed and generated negative results. The sample was sent out to another laboratory and generated a negative result of 0.03 ng/ml on beckman. (B)(6) 2023 sid (B)(6) = 36.534 ng/ml. (B)(6) 2023 sid (B)(6) = 38.12 ng/ml. Additionally, while hospitalized the patient had a cardiac MRI, cardiac catheterization, and transthoracic ultrasound completed which generated normal results. The liver enzymes were elevated, and a CT scan was performed which showed liver steatosis. There was no adverse impact to the patient due to the testing/scans that were performed. No additional impact to patient management was reported. Additional information and laboratory data was provided on 25jan2024: the patient did not have previous cardiac history. Cpk = 157 u/l sodium = 132 mmol/l and 132 mmol/l potassium = 4.2 mmol/l and 3.9 mmol/l chloride = 104 mmol/l and 100 mmol/l carbon dioxide (co2) = 22 mmol/l and 23 mmol/l creatinine = 0.83 mg/dl and 0.86 mg/dl egfr was >60 ml/min and >60 ml/min urea nitrogen = 14 mg/dl and 17 mg/dl total protein = 6.7 g/dl albumin = 3.9 g/dl calcium = 8.3 mg/dl and 8.4 mg/dl magnesium = 2.2 mg/dl alkaline phosphatase = 73 u/l alt = 73 u/l ast = 54 u/l total bilirubin = 1.2 mg/dl glucose fasting = 106 mg/dl glucose random = 99 mg/dl. No additional impact to patient management was reported.

Manufacturer narrative:
Updated section d4 - primary UDI number from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A search for similar complaints for lot 64433un23 did identify an increased in complaint activity, however, no related trends were identified. Device history record review was performed on lot 64433un23, which did not show any potential non-conformances, deviations, or non-conformances with the complaint issue. The overall performance of the architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 64433un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 64433un23. Labeling was reviewed and found to adequately addresses the customer's issue. Based on the investigation, no systemic or deficiency of the architect stat troponin-I lot 64433un23 was identified.

Event description:
Additional information and laboratory data was provided on 25jan2024: the patient did not have previous cardiac history. Cpk = 157 u/l sodium = 132 mmol/l and 132 mmol/l. Potassium = 4.2 mmol/l and 3.9 mmol/l. Chloride = 104 mmol/l and 100 mmol/l. Carbon dioxide (co2) = 22 mmol/l and 23 mmol/l. Creatinine = 0.83 mg/dl and 0.86 mg/dl. Egfr was >60 ml/min and >60 ml/min. Urea nitrogen = 14 mg/dl and 17 mg/dl. Total protein = 6.7 g/dl. Albumin = 3.9 g/dl. Calcium = 8.3 mg/dl and 8.4 mg/dl. Magnesium = 2.2 mg/dl. Alkaline phosphatase = 73 u/l. Alt = 73 u/l. Ast = 54 u/l. Total bilirubin = 1.2 mg/dl. Glucose fasting = 106 mg/dl. Glucose random = 99 mg/dl.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information that was received by the customer. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. H3 other text : device evaluation still in process.